Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. The part was returned to the manufacturer for investigation: it was determined the piezo buzzer (ls1) was failing intermittently due the insulation resistance was out of spec at 450 kohms.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported "backup alarm failed" was found in the error log. There was no patient involvement.